Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure with a preloaded lens, the inserter pushed the iol out and went over the top of the lens. There was contact with the patient and the procedure was completed the same day. The sample is not available for return. Additional information was requested.